Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-mar-2025: the damage did not result in any fragment fall inside the patient¿s anatomy. There was no patient harm due to this event. Refer to annex e - health effect desc 1 and annex f - health impact desc 1 for updated fields.

Event description:
Refer to h11 for follow-up information.